Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted and cracked capacitor, designator c177 from the analog pcb assembly. The shorted and cracked capacitor caused the internal hlc batteries to become depleted.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and does not power on. There was no patient use associated with the reported failure.